Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. Customer was unable to treat high blood glucose level. Customer declined troubleshooting for high blood glucose level. Customer also reported no delivery and motor error alarm. Customer was able to successfully clear the alarm and was able to complete pump rewind. Customer stated that drive support cap was normal. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).